Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device was received in "spot-check" mode and would power off after a short time of inactivity, as designed. When the device was set to "continuous mode," the rad-g remained powered on. The device had a damaged rubber power button and circuit board power button which prevented the device from being powered on.

Event description:
The customer reported the rad-g was "simply powering off without hitting the power button." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been received by masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned

Event description:
The customer reported the rad-g was "simply powering off without hitting the power button." There was no patient impact or consequence reported.